Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient information requested but not provided.

Event description:
It was reported the IV tubing comes apart just below the pump segment.